Event description:
The following information was reported: on (B)(6) 2024, the patient underwent treatment of type 4 aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). It was reported that there was technical success from the tambe procedure perspective, and the patient tolerated the procedure. On (B)(6) 2024, the patient developed a type b dissection proximal to the tambe device, not adjacent to the device. The dissection is approximately 6cm above the graft, the dissection was not present before the procedure and the patient is asymptomatic. This event is ongoing, no reintervention is planned. Reportedly there is no anatomy anomalies. The root cause for the dissection is unknown.

Manufacturer narrative:
According to gore® excluder® thoracoabdominal branch endoprosthesis (tambe device) instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: dissection of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Addition the imaging evaluation performed by a clinical imaging specialist showed there are two time-points available for evaluation: pre-implantation chest cta and pre-implantation abdomen/pelvis cta. An aortic dissection is not identified in the thoracic aorta. There is a non-gore device implanted in the patient¿s abdominal aorta. No aortic dissection is identified post non-gore device implantation in the abdominal aorta. Images provided do not allow for evaluation in relation to the reported complaint.